Event description:
The customer reported that the device had a red x indicator and failed autotest. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device had a red x indicator and failed autotest. No pt harm was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.